Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that there was a ¿tiny piece of plastic¿ found attached to the needle tip of a relion¿ insulin syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Two investigations were performed. First investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is a tiny piece of plastic that is attached to the needle by the tip. The returned syringe was examined and exhibited a clear strand of material on the cannula tip. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Sample was forwarded to manufacturing (B)(4) on 23mar2018 for further review. Second investigation summary: on 27mar2018, (b(4) received one (1) 0.5ml, 8mm syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The material noted underneath the shield is commonly referred to as "angel hair" within the manufacturing plant. Filaments such as these are commonly created during pea shooting (the process of moving components through pressurized tubing throughout the plant), as components move and cause friction within the system. These filaments can occasionally make their way into the final product and would generally go un-noticed during inspections, then on to the consumer. Unable to perform complaint lot history check due to unknown lot number. Based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.